Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07k65-77 that has a similar product distributed in the us, list number 7k65, with 510k/PMA/bla number k173122.

Event description:
The customer reported a falsely elevated architect free t4 (ft4) result generated on the architect i2000sr analyzer for one patient sample. The following data was provided (reference range: 9.01 to 19.05 pmol/l): initial ft4 result = > 64.35 pmol/l the clinician questioned the high result, and the customer retested the sample. Repeat ft4 result = 16.62 pmol/l the sample was tested on another platform for comparison. The ft4 result when tested on the roche platform was normal and within the reference range. The sample was retested again for free t4 on the architect platform, and the result was 16.48 pmol/l, still within normal range. There was no impact to patient management reported.

Event description:
The customer reported a falsely elevated architect free t4 (ft4) result generated on the architect i2000sr analyzer for one patient sample. The following data was provided (reference range: 9.01 to 19.05 pmol/l): initial ft4 result = > 64.35 pmol/l. The clinician questioned the high result, and the customer retested the sample. Repeat ft4 result = 16.62 pmol/l. The sample was tested on another platform for comparison. The ft4 result when tested on the roche platform was normal and within the reference range. The sample was retested again for free t4 on the architect platform, and the result was 16.48 pmol/l, still within normal range. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained kit of the complaint lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 68900ud02, however, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect free t4 reagent lot 68900ud02 was identified. Section d3 suspect medical device was updated including the email section g1 all manufacturers was updated including the mfg site email.